Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
Syringe with broken needle.

Manufacturer narrative:
D.3: franklin lakes has been listed as the manufacturer. Since no samples for the bd emerald saf-t syringe 3 ml 20x5.5, with the reported issue of ¿needle broken¿ were available for examination, the complaint could not be confirmed, and the root cause is undetermined. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd emerald saf-t syringe 3 ml 20x5.5 had a broken needle. The following information was provided by the initial reporter translated from portuguese to english: "syringe with broken needle."